Event description:
The radial arterial line was being removed from left wrist. Catheter noticed to be not intact immediately after removal. Immediate interventions carried out. Pt taken to or under local anesthesia to have exploration of radial artery and removal of foreign body as it had migrated.